Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was 115 mg/dl at time of incident. The customer did not receive a low battery alert prior to the replace battery now alarm. It was also reported that there were not any unattended alarms. The customer was advised that the insulin pump need to be replaced and revert to back up plan. The replacement insulin pump will sent to the customer. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error, low battery, and power loss alarm. The power management tool confirmed power error, low battery, and power loss alarm was triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board. Device was monitored and functioned properly.